Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter being used off label in a farapulse pulse field ablation procedure to treat persistent atrial fibrillation, was found to be kinked. This was discovered after visible air bubbles were observed in the sheath during aspiration through the flush port of the catheter. The sheath was replaced, but the air bubbles persisted. The catheter was inserted further into the sheath, which resolved the air bubble issue. The procedure was completed using the original catheter, and no patient complications occurred. Upon removal of the catheter from the patient, the kink was first observed. The catheter is expected to be returned. It was further reported that the issue was resolved prior to it entering the body. There were no issues prepping and using the sheath prior to insertion of the farawave catheter. Additionally, it was mentioned that prior to the observation the hd grid was the only device to enter and exit the sheath. A pressure bag was the method of irrigation used for the sheath. No air was seen in the patient. The position of the guidewire when they inserted the farawave into the sheath was within the distal tip of the catheter. There was no allegations made against the sheath, only the catheter.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the device shaft was kinked. The review of the image confirmed the reported allegation. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter being used off label in a farapulse pulse field ablation procedure to treat persistent atrial fibrillation, was found to be kinked. This was discovered after visible air bubbles were observed in the sheath during aspiration through the flush port of the catheter. The sheath was replaced, but the air bubbles persisted. The catheter was inserted further into the sheath, which resolved the air bubble issue. The procedure was completed using the original catheter, and no patient complications occurred. Upon removal of the catheter from the patient, the kink was first observed. The catheter is expected to be returned. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. It was further reported that the issue was resolved prior to it entering the body. There were no issues prepping and using the sheath prior to insertion of the farawave catheter. Additionally, it was mentioned that prior to the observation the hd grid was the only device to enter and exit the sheath. A pressure bag was the method of irrigation used for the sheath. No air was seen in the patient. The position of the guidewire when they inserted the farawave into the sheath was within the distal tip of the catheter. There was no allegations made against the sheath, only the catheter.